Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 3.5mmx10mm, concentric target lesion was located in the mildly tortuous and non calcified left anterior descending artery. A 12 x 3.50 promus premier drug-eluting stent was advanced however, resistance was felt which lead to breaking the stent. The device was removed from the patient and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 12 x 3.50 stent delivery system (sds) 052 was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The first distal strut was lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 3.5mmx10mm, concentric target lesion was located in the mildly tortuous and non calcified left anterior descending artery. A 12 x 3.50 promus premier drug-eluting stent was advanced however, resistance was felt which lead to breaking the stent. The device was removed from the patient and the procedure completed with another of the same device. No patient complications were reported and the patient status was stable.